Event description:
It was reported from a (B)(6) center that a (B)(6) blood was processed as usual w/o incident up until a needless b braun coupler (plastic spike) was used to extract sample for (B)(6) testing. When the needless coupler was used it was noted by the processing tech that the coupler had punctured the 200 ml transfer bag component of the device. The (B)(6) blood was immediately transferred to a new transfer bag. The unit was then weighed after transfer of the (B)(6) blood. It was noted that 0.4 ml was lost due to the leak. The unit was then processed w/o further incidence. The processing facility speculated that the leak might have been contributed to by a change in the transfer bag wall characteristics, and/or technician technique error.

Manufacturer narrative:
Device eval begun, but not yet completed.